Manufacturer narrative:
Disregard initial report. Suspect product has been determined to be a disposable tubing set. Please refer to the new manufacturer # 9616066-2019-02833 from emdr 326425.

Event description:
It was reported that the device over infused. There was no harm to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device over-infused. There was no harm to the patient.